Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 12 hours after last informing a family member the infusion set site was to be changed, the customer was found unconscious with the pump in hand and not connected to the body. Customer was transported to the hospital in severe diabetic ketoacidosis. Customer expired on (B)(6) 2018. Healthcare provider reported cause of death was "hypoxic brain injury" and pump/supplies did not contribute to the death.